Event description:
As reported, approximately 15 years 8 months post op initial left tha, this 51 y/o female patient was revised. Head wore through the liner and the cup. Cup needed to be removed. Patient had a hip done in 2008 with m series steam nd acumatch cup. Used competitors device revision cup and exactech head. Patient was last know to be in stable condition following the event. Unable to obtain photos or x-rays. Product not returning - hospital won't release.

Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): 120-01-44 - acumatch cluster cup porous coated. 44mm.